Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction "flow sensor calibration fails" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause cannot be determined. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
We have a customer who was experiencing flow sensor calibration failures. The vent would pass the tightness test. It was reported on (B)(6) 2021 at 06:51:00. What correction has been done? I arrived onsite (B)(6), 2021 and I was able to duplicate the reported problem. When instructed to "turn flow sensor" the flow would increase significantly and then fail completion of the test. I opened the device and found a piece of plastic wrap material in the blower opening where the qvent flow sensor connects into the silicone grommet on the blower. Once this material was cleared the device performed correctly. I updated the software from 2.2.9 to 2.2.10 and completed service software, preoperational checks, and function tests. All tests passed and the problem was resolved.